Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified volume of normal saline at an unspecified rate, via a plum pump. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified concentration of mabthera. After an unspecified length of time, the delivery of the mabthera was complete. It was reported that during priming of the primary tubing set with normal saline prior for delivery of the next medication, the semi-rigid adapter of the clave secondary port on the cassette of the primary tubing set cracked. An unspecified volume of normal saline leaked. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.